Event description:
During an initial implant of a ventricular leadless pacemaker (vlp) on (B)(6) 2026, it was reported that the vlp dislodged and embolized to a vessel outside the heart post release from the catheter. The physician suspects the dislodgement was caused by a minimal current of injury. The vlp was successfully retrieved and replaced. The patient was stable throughout the procedure.